Manufacturer narrative:
One empty blister package containing no lens and one lens case containing one lens for lot number 5869890106 were received. Magnified visual inspection was performed on (B)(6) 2024 and revealed no abnormalities with the lens. No additional investigation can be performed. No additional information is expected. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Event description:
On 13jun2024, a johnson & johnson (jnj) employee reported a patient (pt) in japan visited an eye care professional (ecp) on (B)(6) 2024 and was diagnosed with "the cornea peeled off" after complaining of "pain that makes it hard to keep the eye open" that persisted after removal of a 1- day acuvue® trueye® brand contact lens (cl). On 14jun2024, the jnj employee provided additional information. The pt was seen for follow-up on (B)(6) 2024, was prescribed ofloxacin 0.3%, hyaluronic acid ophthalmic solution 0.3%, and talivit ophthalmic ointment (frequency unknown), and was instructed to discontinue wearing cls (duration not provided). On 17jun2024, a representative at the ecp's office provided additional information. The pt was first seen on (B)(6) 2024 and was diagnosed with left eye (os) non-infectious corneal erosion "in the shape of cl." The pt's os visual acuity (va) had reduced from baseline 1.2 to 0.3 with correction. The pt was prescribed ofloxacin 0.3% 4 times a day (qid), tarivit ophthalmic ointment qid, hyaluronic acid ophthalmic solution 0.3% qid; was instructed to discontinue cl wear; and return for follow-up (B)(6) 2024. On (B)(6) 2024, the pt was seen for follow-up with no change in "symptoms." The pt's va was measured as 0.2. The pt was advised to continue previous medications and add rinderon a ophthalmic ointment (dosage and frequency not provided), not wear cls and return on (B)(6) 2024. On (B)(6) 2024, the pt returned for follow-up with no change in "symptoms." The pt's va was not measured. The pt was advised to continue previous medications, not wear cls and return on (B)(6) 2024. On 27jun2024, a representative at the ecp's office provided additional information. The pt returned for follow-up on (B)(6) 2024. Treatment with ofloxacin 0.3% qid and hyaluronic acid ophthalmic solution 0.3% qid was continued. Treatment with rinderon a ophthalmic ointment was discontinued. Follow-up was scheduled for (B)(6) 2024. On (B)(6) 2024, the pt returned to the ecp. Treatment with ofloxacin 0.3% and hyaluronic acid was continued, tarivit was discontinued, and flumetholon 0.02% 4 qid was prescribed additionally. Follow-up was scheduled for (B)(6) 2024. Staining of the eye" is getting slightly better but has not been resolved yet." On 01jul2024, a doctor at the ecp's office provided additional information. The pt's cornea "was peeled off in a round shape, approximately one size smaller than the black part of the eye, but not the entirety of the black part of the eye." No infection was noted. The pt was seen for follow-up on (B)(6) 2024.the pt¿s va has returned to normal and the pt's eye symptoms have resolved. Trial cls were provided to the pt. No additional information was provided. No additional medical information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5869890106 was produced under normal conditions. The os suspect cl was requested for return and evaluation, but has not been received. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.